Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an inoperable channel a stop key, and determined the root cause to be a faulty channel a pump head module keypad. The channel a pump head module keypad was replaced to repair the reported condition. The user interface module master software version is (B)(4), which is classified as unremediated. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure a console error (h07) message occurred. The procedure was completed with another rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
A site reported a loss of telemetry monitoring for approximately 15 - 16 pts being monitored at the cic (central station). A telemetry technician noticed the failure and nursing staff was reportedly sent to visually monitor the pts. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
The service technician reported a colleague cx triple channel volumetric infusion pump with an inoperable stop key on the channel a pumphead module keypad. No patient injury or medical intervention was reported. The software verison of this device is currently unknown. No additional information is available.